Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the left main coronary artery (lmca) extending up to mid left anterior descending (lad) artery with 80% stenosis and was 44 mm long, with a reference vessel diameter of 3.05 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 32 mm and 2.75 mm x 16 mm promus premier stents system. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with acute myocardial infarction and hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Four days later, the subject died and the primary cause of death was acute myocardial infarction (mi). It is unknown if an autopsy was performed.